Manufacturer narrative:
The affected device was returned and evaluated. Visual inspection of the implants showed a clean taper on both the head and neck. There was damage observed on the oxinium head, however the cause of this damage is unknown. Burnishing and wear were observed on the articular region of the liner (36/60mm). This was likely due to the presence of third body debris between the liner and head. It is unknown why the second liner (36x66/68mm) was returned as it does not fit in the provided shell. Based on the information provided, the cause for the repeated dislocations is unknown.

Event description:
It was reported that a revision surgery was performed due to dislocation.

Manufacturer narrative:
.